Event description:
Olympus was informed that during an endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna), the doctor inflated the subject balloon while performing ultrasonography. After, that, he withdrew the ultrasonic scope from the patient. Though he inflated the balloon with water by using syringe again outside the patient body, he felt no resistance of the syringe. He checked the distal end of the scope and noticed that the balloon was missing. As the results of x-ray exam and CT scan, the balloon could not be detected. The doctor thought that the balloon might have come off into the patient's trachea, stomach or outside the body. The patient receives a follow-up.

Manufacturer narrative:
The subject product was not returned to olympus for investigation. The exact cause of the user's experience could not be conclusively determined. As the subject lot was unknown, checking of the manufacturing record of every lot for the last 1 year from the day when this event occurred, nothing abnormal is detected. This report is being submitted as a medical device report in an abundance of caution.